Manufacturer narrative:
During the eval of the device at the MFR's service ctr, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.